Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the malfunction, and there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was informed that they could continue using the pump and advised to call back if the malfunction code reappeared, which they acknowledged and understood.